Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis, therefore product analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 99% stenotic lesion was located in a severely tortuous and calcified right coronary artery. The 2.25 x 8mm nc quantum apex balloon ruptured and was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.